Event description:
Paramedics responded to a person, condition unknown. The pt was connected to the device for cardiac monitoring. According to the rptr, the device intermittently displayed excessive artifact, dashed lines and "leads off" messages while monitoring the pt. The pt was transported to the hosp and no adverse affects were reported as a result of the alleged malfunction.